Manufacturer narrative:
Submit date: 5/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 4/20/2016 that a customer had an issue with a dialysis catheter. The customer reports the venous line of the catheter is blocked and the guide wire was stuck in the middle and was not coming out of the venous line. The guide wire was in the patients jugular vein and when the insertion of the guide wire to the tip of the catheter was done, the guide wire was struck in the middle. The catheter insertion was not possible. This was found during the insertion procedure and had to be replaced with a fresh catheter to place in the patient. There was no patient harm.

Manufacturer narrative:
Submit date: 7/22/16. A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all device history record (DHR) are reviewed for accuracy prior to product release. The complaint description states that [customer reports the venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of the catheter into the patient and had to be replaced with a fresh catheter to place in the patient.] No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, pfmea and dfmea were reviewed in order to identify the possible causes for the failure: occluded. The following potential causes were identified in the pfmea/dfmea or in addition to this document: inspection not performed, defective material, user misuse, malfunction, operator not following procedures. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The product sample was returned to the manufacturing site for evaluation; it consisted in one used catheter containing remains of blood. A visual inspection of the sample did not demonstrate a visible defect. In addition, a guide wire was passed through both extensions; as result the guide wire passed easily through the arterial extension, however guide wire did not pass through the hub in the venous extension in the catheter. This catheter was cut and it was observed that the hub was partially obstructed and the orifice looks like smaller. Additionally, there appears to be a certain type of resin on the venous lumen. It can be concluded that the most possible root cause of the hub occlusion is related to manufacturing operations this product lot was manufactured before the implementation phase of a formal corrective and preventative action (CAPA) taken therefore it is considered that this event is covered by this CAPA and no further corrective or preventive actions are required. It must be noted that in-process controls as visual inspection according product specification and pressure testing as well as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.